Event description:
Pt reported, he has experienced hyperglycemia, and he believes the insulin delivery of the infusion device is too low. He started using the infusion device in the evening on (B)(6) 2012. His blood glucose was 250 mg/dl at 12:30 pm. On (B)(6) 2012, and he delivered 3.5 i.u. Of insulin via syringe. His blood glucose was 120 mg/dl at 2:00 pm and 140 mg/dl at 5:30 pm. He ate 5.5 be and delivered insulin via the infusion device. His blood glucose was 190 mg/dl at 7:30 pm and he delivered 1.5 i.u. Via the infusion device. He switched to his backup infusion device at 10:00 pm, and his blood glucose level was "ok." He switched back to the primary infusion device at 8:00 am on (B)(6) 2012. His blood glucose was 110 mg/dl at 12:00 pm, and he delivered 1.2 i.u. Via the infusion device. His blood glucose was 170 mg/dl at 10:30 pm, and he delivered insulin via the infusion device and changed the basal rate. His blood glucose was 225 mg/dl at 12:30 pm and he delivered 4 i.u. Via syringe. He changed the basal rate several times, but this was not successful in lowering blood glucose. The cartridge is changed every 8 days and the infusion set every 2 days. He did not start new medication, and he did not require treatment from a health care professional or second party to address the issue. The infusion device was requested for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.